Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2138-30, serial #: (B)(4), description: scs 30cm iii lead. Additional information was received that the patient underwent a lead replacement procedure and was doing well post-operatively. The explanted leads were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's leads were showing high impedances. The patient will undergo lead replacement.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2138-30, serial/lot #: (B)(4), description: scs 30cm iii lead.

Event description:
A report was received that the patient's leads were showing high impedances. The patient will undergo lead replacement.